Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal and distal coils were crushed/damaged at 12.2 cm and 19.8 cm from the connector pin. The distal insulation was also damaged at 19.8 cm from the connector pin. An electrical short was noted between the coils in the damaged area.

Event description:
It was reported that the lead was fractured. The lead was removed.